Event description:
After an implantation time of about 2 months and 28 days, loss of capture was reported. The lead was not returned. No deterioration of the patients state of health was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple abrasion marks along the lead body, in particular 57 cm distal to the is1 connector pin which most likely resulted from friction against modified tissue. However, the insulation was intact. Furthermore the inner coil was found deformed immediately distal to the is1 connector pin. This damage was caused by over rotation during the retraction of the fixation helix. No further deviations were noted which might have contributed to the clinical observation. The analysis did not reveal any sign of a material or manufacturing problem.